Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after percutaneous coronary intervention (pci) was performed under the support of impella the patient experienced bleeding from access site. As a result, surgical hemostasis was performed in the catheterization room. No further information was provided.